Event description:
I received a phone call from dr. (B)(6) called telling me that he wanted to remove a acetabular liner and femoral head from a patient who had her primary surgery about 3 weeks ago due to infection.

Manufacturer narrative:
The following other devices were also reported in this report: ace shell- clust hole por-54mm implant; cat# 186002-54; lot# 031146-01; ace bone screw- 6.5 dia-30mm implant; cat# 186005-30; lot# 170069-01; ace bone screw- 6.5 dia-25mm implant; cat# 186005-25; lot# 170049-01. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was sent to pathology and was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Manufacturer narrative:
Review of the reported lot code determined the device was manufactured on 31-jul-2013. There have been no other events for the lot referenced. The root cause of the reported event could not be determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
I received a phone call from dr. (B)(6) called telling me that he wanted to remove a acetabular liner and femoral head from a patient who had her primary surgery about 3 weeks ago due to infection.